Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 from the consumer who reported that their catheter was not working, and the pump was reaching end of life. The patient was seeking a new healthcare provider to replace the pump and the catheter. No further complications were reported regarding the event.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that due to the catheter not working, it is very hard and uncomfortable for the patient to lay down at night to sleep. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 12-jul-2019 from the patient who wanted to find a physician that was closer to replace his pump and catheter. The patient again mentioned the pump alarming and his pain and that this situation was causing him distress. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported the pump alarm was scaring them and was causing emotional distress.

Manufacturer narrative:
The evaluation code method has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient's pump was alarming. The patient stated their pump was beeping every hour. The patient clarified that the pump was alarming approximately 32 minutes after the hour, at 12:32, 1:32, 2:32, and so on. It was reviewed the pump was nearing end of service (eos). The patient was redirected to follow-up with their healthcare provider. The patient stated they are scheduled on (B)(6) 2019 to have the pump replaced. The onset of the issue was provided as (B)(6) 2019. The patient stated the pump was causing them a "bunch of pain." The patient stated they were in pain over the (B)(6). The patient reported that the pump and catheter are a "liability" and they were not working. The patient stated because of the pain they were experiencing they thought the medication was not getting down to where it needed to go normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 12-jul-2019 from a healthcare professional (hcp) who reported that the pump was alarming as the battery was low and the pump needed to be replaced. The patient¿s replacement surgery was delayed, and the delay was ongoing. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The reporter did not know the baclofen dose and concentration but did state that her son was on a low dose. The indication for pump use was intractable spasticity and cerebral palsy. On (B)(6) 2019 the patient¿s mother reported that her son ¿feels like the catheter is not working¿. He felt this way because he was in more pain. The event date, per the reporter, was ¿a while back almost 2 years¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and they inquired about a field action regarding the synchromed ii battery performance and ascenda catheter recall. It was noted the patient was not comfortable going on with recalled devices in his body and had been in terrible pain. He would like the pump and catheter both replaced at the same time. The field actions were reviewed, and the patient¿s current pump and catheter were not impacted by either. It was noted the patient¿s current pump was nearing end of service (eos). It was reported the patient had two options to either have the pump replaced on (B)(6) 2019 or (B)(6) 2019. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider and consumer via a manufacture representative reported the patient wants their catheter replaced because of their muscle tone. It was noted the cause of the catheter issue was not known and there was no obstruction. It was noted the patient was on simple continuous drug on less than 100 mcg/day. The surgery was to be scheduled in the near future. The patient's weight was 56kg.